Event description:
It was reported that the patient was hospitalized with hyperglycemia on (B)(6) 2026. The patient reported that the pod was not delivering insulin, resulting in significantly elevated blood glucose levels. The patient stated that she was admitted to the intensive care unit (ICU) for a couple of days due to this issue. The patient¿s blood glucose levels rose to 930 mg/dl while wearing the pod on the arm for longer than 48 hours. Reported symptoms included vomiting, stomach pain, and polydipsia (increased thirst). The patient was diagnosed with hyperglycemia. The patient was treated with an intravenous insulin drip. The patient was discharged at the end of may (exact date was not reported).

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.